Event description:
It was reported that during weekly checkout, the upper display hinge in the cardiosave intra-aortic balloon pump (iabp) was broken/missing. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and replaced the missing upper hinge cover (0380-00-0561). Unit passed all functional and safety tests per factory specifications. The iabp was returned to customer and cleared for clinical use. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).